Event description:
The customer reported that the device, c6369, spectrum ii suture hook, small crescent was being used on (B)(6) 2025 during a knee arthroscopy for meniscus suture and "use of the spectrum hook (conmed). 4th use (previously on (B)(6) 2025; (B)(6) 2025; (B)(6) 2025). The right hook broke inside the joint during the procedure without the surgeon forcing it. The piece of metal was recovered and did not remain in the patient's knee.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The evaluation of returned used device c6369 found the hook broken off and detached from shaft. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be excessive lateral stress. A two-year lot history review shows a total of one device for this lot number and failure mode. A device history record review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result we will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, c6369, spectrum ii suture hook, small crescent was being used on (B)(6) 2025 during a knee arthroscopy for meniscus suture and "use of the spectrum hook (conmed). 4th use (previously on 0(B)(6) 2025; (B)(6) 2025; (B)(6) 2025). The right hook broke inside the joint during the procedure without the surgeon forcing it. The piece of metal was recovered and did not remain in the patient's knee.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.